Event description:
Customer reported when turning on the device, reading = 700 mg/dl. The device then generated an error code. Control information does not apply. No treatment was received. A request was made for return product and replacement product was sent.